Event description:
The clinician reports the implant was inserted (B)(6) 2015 in ada 9. On (B)(6) 2022, fracture of the implant was verified. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.

Event description:
The clinician reports the implant was inserted (B)(6) 2015 in ada 9. Details of surgery: ridge augmentation. On (B)(6) 2022, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, swelling and inflammation. No further patient complications were reported.